Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports false positive results for three individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false positive result for individual 1. See related cases for alternate false positive results. Individual received a false positive result on an (B)(6) 2021 when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) lot 17613b, reader sn (B)(4). Individual tested negative on an unknown date with a sars-cov-2 pcr test. No further information was provided regarding this false positive event.